Event description:
Patient reported right side "enlarged", "felt like egg cracking, then warm leaking", "hurting really bad", and exchange of textured devices due to patient's concern with product. Healthcare professional right side reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, g1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "enlarged," "felt like egg cracking, then warm leaking," "hurting really bad," patient concern with the product, and capsular contracture, baker grade IV.

Event description:
Patient reported right side "enlarged", "felt like egg cracking, then warm leaking", "hurting really bad", and exchange of textured devices due to patient's concern with product. Healthcare professional right side reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified one curved opening on the anterior, yellow particles in the shell, a crease fold, and brown particles on the shell. A leak test and microscopic analysis was performed which identified one striated opening on the anterior and wear/abrasion. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior assessed as surgical damage, consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.